Event description:
Procedure: lap appendectomy, reportedly, the surgeon fired the device over the meso appendix which was healthy tissue however bleeding occurred. A 1 cm gap was visualized in the staple line, and the dr stated staples did not close completely. A second firing over the cecum again resulted in incomplete staple closure with 1 cm gap of staple line. At this time the procedrue was converted to oepn procedure. Subsequent to surgery the pt condition is reported as being "good".